Event description:
It was further stated by the patients physician that there were no malfunctions seen and no cause determined. The device was replaced on (B)(6) 2008.

Manufacturer narrative:
Concomitant products: product ID 3487a, lot # l65524, implanted: (B)(6) 1999, product type lead; product ID 7495-25, serial # (B)(4), implanted: (B)(6) 1999, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial # (B)(4), implanted: (B)(6) 2004, product type programmer, patient; product ID 3487a-33, lot # j0437237v, implanted: (B)(6) 2004, product type lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) did not last as long as it was supposed to. **information omitted pertaining to events (B)(4)- over-discharge/coupling, (B)(4) and (B)(4) regarding prior inss not lasting as long as they should** additional information was requested but not available at the time of reported and will be updated when received.